Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Correction: manufacture date has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power conversion enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that batteries and enclosure charger board were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was beeping when moving the system to operating room (or). There was no patient present at the time of the issue.